Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced perforation caused by the physician pushing the right ventricular (rv) lead alone during the manipulation of the catheter and lead. It was noted that the patient had a decrease in blood pressure and blood oxygen saturation. It was further reported that the postoperative computerized tomography (CT) screening revealed pericardial effusion and left sided pneumothorax. The lead was ultimately placed in the cardiac apex and remains in use. No further patient complications have been reported as a result of this event.